Event description:
It was reported that during implant the set screw would not click and the lv impedance was high and out of range. This device was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported set screw anomaly was confirmed in the lab. The device's header was inspected under magnification. The lv septum appeared damaged. A torque driver was able to tighten all set screws onto the test leads normally, but could not on the lv set screw cavity. The lv septum was removed and the set screw cavity was inspected. Silicon, septum material was observed inside the set screw cavity. The silicone prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped). After the septum material was removed from the lv set screw cavity, the torque driver was able to engage the lv set screw normally and tighten/secure the test lead.